Event description:
Healthcare staff states during the removal of the leg spar on their 6875 hana table, the spar slipped from their hands and while he was attempting to catch the ball joint end of the spar, his hand was between the floor and the spar. The worker injured his thumb and at the same time felt his shoulder pop.